Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker regarding checking of their device. During evaluation stryker observed that the main keypad on their device is unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to be verify and duplicate the reported issue. It was determined that the cause of the issue was failed/faulty printed circuit board. The system pcba and signal tape were replaced to resolve the issue. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker regarding checking of their device. During evaluation stryker observed that the main keypad on their device is unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.